Manufacturer narrative:
Recall: 1627487-12192011-003r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report 1627487-2014-26180 and 1627487-2014-26185. It was reported the patient is unable to communicate or charge his ipg. The patient has not used or charged his ipg for at least 6-9 months. The patient reports that the stimulation was never where he wanted it and he wants the ipg replaced and the leads revised. Surgical intervention may be pending to address these issues.